Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days (04jan2024 ¿ 09jan2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed on 09jan2024. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm, and the alarm remained active throughout the remainder of the data. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarm resolved after the system controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (bb) change message on their system monitor when interrogated. The patient reported that the system controller had the audible alarm going off when it first happened. Then the audible alarm went silent. It was silent when the provider was in the room. It was noted that this was more of the concern for the patient. Log file review was requested and confirmed a bb fault on (B)(6) 2024 due to the bb failing the load test. The provider noted that the patient had two backup battery exchanges previously. The controller and bb were exchanged, and exchanging the controller resolved the alarm.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.